Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that target vessel revascularization (tvr) occurred. On (B)(6) 2014: the 5mm x 40 cm target lesion was located in the left superficial femoral artery (sfa) with 100% restenosis. The target lesion was treated with the jetstream navitus system. Residual stenosis was 40%, and post adjunctive treatment it was 0%. On (B)(6) 2014, 198 days post- index procedure the patient underwent peripheral intervention due to common/ external iliac disease with claudication. Peripheral intervention was performed on the left superficial femoral artery inflating with 5/300/140 cm mm non bsc balloon. The stenosis was successfully reduced from 100% to <10%. A non bsc catheter was used to cross the distal sfa lesion. Atherectomy with a pathway jet stream device was performed from mid to distal sfa. Successful peripheral intervention was performed on the lesion within the proximal left anterior tibial artery inflating with 3.52/150/150 cm mm non bsc balloon. The stenosis was successfully reduced from 100% to <10%. The patient was discharged the next day on aspirin and clopidogrel.